Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: (B)(4) user has high glucose value. Manufacturer contacted customer on (B)(4)2017 in a follow-up call in order to ensure the customer's condition since the initial call; the customer's condition has improved and he does not have symptoms currently. Customer contacted physician and physician called in insulin for customer nph insulin. Customer was not hospitalized.

Event description:
Consumer reported complaint for hi blood glucose results and e-5 error message. (B)(6), girlfriend, is calling on behalf of the customer. The expected fasting blood glucose test result range is 70 to 100mg/dl. The customer did report symptoms of increased thirst, frequent urination and fatigue. Medical attention is not required as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. During the call on (B)(6)2017, a back to back blood test was performed non-fasting by the customer and produced test results of e-5 and hi using true metrix meter. The test strip lot manufacturer's expiration date is 06/14/2018 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history. Hi (B)(6)2017 12:04 pm fasting: no. A 52mg/dl (B)(6)2017 04:10 am fasting: yes. A 368mg/dl (B)(6)2017 05:16 pm fasting: no. A 117mg/dl (B)(6)2017 04:17 pm fasting: no. A 144mg/dl (B)(6)2017 01:55 pm fasting: no.